Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) revision surgery because the reservoir had herniated, the reservoir was removed and replaced with a new one. One year later, the patient experienced abdominal pain due to reservoir herniated for a second time. Upon revision, the physician noted that the patient's cecum and a foot of intestine had herniated too, which was then revised. The physician does not believe that the device contributed to the patient's pain and also was detail that the reservoir did not migrate but start to herniate out of the inguinal ring. A surgical procedure was performed during which the ipp was replaced with an ambicor penile prosthesis (app), to avoid another reservoir herniation. No further patient complications were reported.

Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms of pain, hernia and migration are a known risk associated with implant of these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) revision surgery because the reservoir had herniated, the reservoir was removed and replaced with a new one. One year later, the patient experienced abdominal pain due to reservoir herniated for a second time. Upon revision, the physician noted that the patient's cecum and a foot of intestine had herniated too, which was then revised. The physician does not believe that the device contributed to the patient's pain and also was detail that the reservoir did not migrate but start to herniate out of the inguinal ring. A surgical procedure was performed during which the ipp was replaced with an ambicor penile prosthesis (app), to avoid another reservoir herniation. No further patient complications were reported.